Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported that the patient's blood glucose level rose 400 mg/dl while wearing the pod 36 hours on the leg. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leaking during wear.